Event description:
Soon after treatment with cosmoderm the pt presented with redness and edema at the treatment sites. Physician diagnosed allergic reaction and prescribed oral keflex, antihistamines and ibuprofen along with warm compresses. Follow up findings; the pt was also treated with topical protopic.